Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted, and investigation. Due to no actual sample returned for this complaint, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Event description:
Reported issue: involved the same patient. 2 issues, not on the same day. A first incident on day 1 at night and the second incident the day after. The staff observed significant leaks from the balloon of the catheter. Prior to use the device the staff performed a test of the balloon and the staff observed that the inflation of the balloon was asymmetrical. The balloon was inflated with sterile water. It is the 1st time this type of event occured.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: involved the same patient. 2 issues, not on the same day. A first incident on day 1 at night and the second incident the day after. The staff observed significant leaks from the balloon of the catheter. Prior to use the device the staff performed a test of the balloon and the staff observed that the inflation of the balloon was asymmetrical. The balloon was inflated with sterile water. It is the 1st time this type of event occured.